Event description:
It was reported that while using the device the customer was not getting adequate tissue samples. The canister, tubing and probes were checked and the vacuum pressure was increased and the samples were still inadequate. The physician stopped the case and the pt was sent home under normal post biopsy instructions. The pt decided not to return for a follow-up biopsy. The device was returned for svc.